Event description:
Failure code 810:04 was found in the event history during the evaluation process. Although an attempt had been made to contact the reporting facility, no additional information was obtained regarding patient injury or medical intervention or whether or not the pump was on a patient at the time of the reported condition.